Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative rapid 2 days later.

Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported false positive result. Negative rapid 2 days later. Symptomatic and fully vaccinated.